Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor. The insulin pump was unable to test for prime, excessive no delivery and occlusion test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and missing end cap sticker.

Event description:
It was reported the insulin pump alarmed motor error during bolus or basal. The device was not exposed to a high magnetic field. Customer was advised to disconnect from the device. Alarm has occurred three times in the past month. No other alarms noted. Customer does not use sensor feature. Customer was able to rewind the device. Customer's blood glucose was unknown. No further information reported.